Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and belt clip slot.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to heat, humidity and sweat. Customer's blood glucose was 124 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.